Event description:
A registered nurse reported to baxter healthcare that unknown IV tubing set was used, with an unknown pump, to deliver 180ml/hr of erbitux in a glass bottle. The erbitux was attached through a secondary IV that would not drip unless the primary line was clamped. The customer detected the problem about 45 minutes into the infusion. The customer reported that the infusion ran well as long as the primary line was clamped. The primary line was left clamped until the infusion was complete. There was patient involvement, but there was no report of patient injury. No further information is available at this time.

Manufacturer narrative:
(B)(4). The product code and lot number of the device involved are unknown, therefore a 510k number could not be provided and a batch review could not be performed. The sample was not available so the root cause could not be determined. No conclusion could be drawn from the investigation. Attempts were made to obtain additional information from the customer, including via written correspondence. If additional information or a sample becomes available, a follow-up report will be submitted.